Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead warning on the right atrial (ra) lead was noted one day post implant. There were high impedance paces in notable data. The p-waves were measured and were below the normal range. The patient was kept in the hospital an extra night to be cautious. The lead remains in use. No patient complications have been reported as a result of this event.